Event description:
It was reported that the analyzer was indicating impedance at 4000 ohms on the ventricular side the analyzer was changed out and returned for service. It was further reported that while changing out the analyzer and updating the programmer, the power cord was inadvertently unplugged and then the programmer would not recognize the analyzer. The programmer and the analyzers were returned for service. It was indicated that there was no patient involvement associated with this event.

Event description:
It was reported that the analyzer was indicating impedance at 4000 ohms on the ventricular side. The analyzer was changed out and returned for service. It was further reported that while changing out the analyzer and updating the programmer, the power cord was inadvertently unplugged and then the programmer would not recognize the analyzer. The programmer and the analyzers were returned for service. It was indicated that there was no patient involvement associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 2090 programmer; product ID: 2067 radiofrequency programmer head; product ID: 229047 software analyzer; (B)(4).

Manufacturer narrative:
Product event summary: the analyzer passed all vxi final functional and systems testing and will be sent back with the programmer. Concomitant medical products: product ID 2067, radiofrequency programmer head; product ID 229047 software analyzer. (B)(4).